Manufacturer narrative:
Motor error alarm noted during occlusion test due to moisture damage noted in fsr. Insulin pump passed displacement test. Moisture damage was also noted on motor assy. Pump was monitored. All operating currents tested within spec range. No unexpected off no power alarms noted. No failed battery test alarms noted. Cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump switched off. It was found in the alarm history that insulin pump alarmed failed battery test. Customer reported high blood glucose and blood glucose was 300 mg/dl. Advised the customer the insulin pump would be replaced. No further information provided.